Manufacturer narrative:
No additional patient information provided by the customer. No customer returns were available for investigation. The complaint, lot and list number trending reviews determined that there are no related trends associated with the issue. Labeling was reviewed and found to be adequate. The customer indicated the flier was caused by a clot transferred to the cuvette by sample probe and aspirated by ict module probe. Once clot was removed the results were acceptable when reanalyzed. Based on all available information no product deficiency was identified.

Event description:
The customer obtained a falsely depressed sodium result while using the alinity c processing module. Sample ID 4327360967 generated an initial result of 106.80 mmol/l, repeat on original analyzer 137.30 and repeat on second analyzer 137.80 mmol/l. There was no impact to patient management reported.